Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of hemorrhage, occlusion, dissection, and unspecified vascular problem and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the patient device interaction problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention was likely related to the case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- the date of event is estimated as 05/28/2025. D4- the UDI is not known as the part and lot number were not provided. Attachment article titled: "propensity matched analysis of 14 french suture- versus plug-based vascular closure during transfemoral transcatheter aortic valve replacement (tavr)." The additional patient effect of death reported in the article is captured under a separate medwatch report.

Event description:
The study retrospectively compared the safety and efficacy of the 14f manta (plug based vessel closure device or pb-vcd) to the perclose proglide (suture based vessel closure device or sb-vcd) following the use of 14f low-profile transcatheter heart valve delivery sheath during tavr. The study also compared the findings to previous described rates of vascular complications after larger 18f vessel closure device use. The study concluded that 14f pb-vcd mantas are associated with higher rates of minor vascular complications compared to 14f sb-vcd proglides. Reportedly, failure to achieve hemostasis and other unspecified failures occurred with the proglide, resulting in death, unspecified major and minor vascular complications, bleeding, occlusion, dissection and hospitalization. Interventions and treatments for the adverse patient effects included unspecified endovascular measures, manual compression, and surgery. Additional information can be found in the article titled, "propensity matched analysis of 14 french suture- versus plug-based vascular closure during transfemoral transcatheter aortic valve replacement (tavr)."